Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, the client reports an observation related to stratafix¿ 4-0 suture ethicon brand, corresponding to the following lots: 2 units lot 106bg7 and 1 unit lot 108mbr. As indicated, in two of the units, a scarcely perceptible presence of the baleen structure of the material was visually evidenced, an observation made at the time of handling the product. The sutures involved were used during the surgical procedure, with no adverse event, clinical complication, or impact on patient safety reported. No additional medical or surgical intervention was required associated with this observation. The report is made at the request of the user, for the purposes of evaluation and corresponding monitoring. Also requests that samples from the same batch be sent to be opened in the presence of the doctor. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm whether the devices were used in the patient. Were there any issues with barb engagement in the tissue due to the barely visible suture barbs? What was the name of the procedure? Please provide the title of the external person who provided the follow-up answers (e.g., nurse, surgeon, risk manager). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.